Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menometrorrhagia ("abnormal/heavy menstrual bleeding/irregular/prolonged menses") and pelvic adhesions ("adhesions") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), fatigue ("fatigue"), alopecia ("hair loss") and dental caries ("tooth decay"). The patient was treated with surgery (removal of essure device with lysis of adhesions and ablation). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menometrorrhagia, pelvic adhesions, dysmenorrhoea, fatigue, alopecia and dental caries outcome was unknown. The reporter considered abdominal pain, alopecia, dental caries, dysmenorrhoea, fatigue, menometrorrhagia and pelvic adhesions to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / left side pain / pain left side pain"), genital haemorrhage ("abnormal bleeding (general)"), menometrorrhagia ("abnormal/heavy menstrual bleeding/irregular/prolonged menses"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pelvic adhesions ("adhesions") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time inserting left coil". The patient's previously administered products included for contraception: generic oral birth control pills from 2009 to march 2014. Past adverse reactions to the above products included pulmonary embolism with generic oral birth control pills. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced urinary tract infection ("uti"), cystitis ("bladder infection"), migraine ("migraines / headaches") and headache ("headaches"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), flatulence ("lot of gas or flatulence") and hypersensitivity ("allergic or hypersensitivity reaction") with rash. In (B)(6) 2014, the patient experienced rash erythematous ("allergic or hypersensetive reaction- type rash on wrists"). In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2015, the patient experienced papilloma viral infection ("human papillomavirus infection"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problem"). In (B)(6) 2016, the patient experienced endometriosis ("endometriosis") and ovarian cyst ("cysts on ovaries"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), abdominal pain ("severe abdominal pain/left sided pain"), back pain ("back pain"), dental caries ("tooth decay") and weight increased ("weight gain"). The patient was treated with surgery (removal of essure device), surgery (ablation), surgery (ablation), surgery (ablation), surgery (ablation) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, fatigue, alopecia, migraine, weight increased and headache had resolved, the genital haemorrhage, menometrorrhagia, urinary tract infection and depression had not resolved and the vaginal haemorrhage, menorrhagia, pelvic adhesions, dysmenorrhoea, dental caries, cystitis, papilloma viral infection, endometriosis, ovarian cyst, nausea, dyspareunia, flatulence, hypersensitivity, rash erythematous and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, flatulence, genital haemorrhage, headache, hypersensitivity, menometrorrhagia, menorrhagia, migraine, nausea, ovarian cyst, papilloma viral infection, pelvic adhesions, pelvic pain, rash erythematous, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 180 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-jun-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (menorrhagia), allergic or hypersensetive reaction- type rash on wrists, dental problem, headaches. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), genital haemorrhage ("abnormal bleeding (general)"), menometrorrhagia ("abnormal/heavy menstrual bleeding/irregular/prolonged menses") and pelvic adhesions ("adhesions") in a 41-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time inserting left coil". The patient's previously administered products included for contraception: generic oral birth control pills from 2009 to march 2014. Past adverse reactions to the above products included pulmonary embolism with generic oral birth control pills. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 day after insertion of essure, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), depression ("depression"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), flatulence ("lot of gas or flatulence") and hypersensitivity ("allergic or hypersensitivity reaction") with rash. In 2015, the patient experienced papilloma viral infection ("human papillomavirus infection"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), dental caries ("tooth decay"), urinary tract infection ("uti"), cystitis ("bladder infection"), migraine ("migraines / headaches"), endometriosis ("endometriosis"), ovarian cyst ("cysts on ovaries"), pelvic pain ("pain / left side pain"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and back pain ("back pain"). The patient was treated with surgery (removal of essure device, ablation and lysis of adhesions. Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, fatigue, alopecia, pelvic pain, weight increased and back pain had resolved, the genital haemorrhage, menometrorrhagia, urinary tract infection and migraine had not resolved and the pelvic adhesions, dysmenorrhoea, dental caries, cystitis, papilloma viral infection, depression, endometriosis, ovarian cyst, nausea, dyspareunia, flatulence, hypersensitivity and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, endometriosis, fatigue, flatulence, genital haemorrhage, hypersensitivity, menometrorrhagia, migraine, nausea, ovarian cyst, papilloma viral infection, pelvic adhesions, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 180 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Patient demographic information and patient relevant history added. Essure removal date updated to (B)(6) 2016. Events abnormal bleeding (general), uti, bladder infection, human papillomavirus infection, depression, migraines/headaches, endometriosis, cysts on ovaries, nausea, dyspareunia (painful sexual intercourse), weight gain, a lot of gas or flatulence, allergic or hypersensitivity reaction, abnormal bleeding (vaginal), left side pain, back pain and hard time inserting left coil were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.